Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission: 02/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/22/2016 with the following findings: a review of the pump black box revealed evidence of discharged batteries being inserted into the pump. The pump current draws were within specifications. Unrelated to the original complaint, the battery compartment was observed to be cracked below the bumper pad. There was no evidence of moisture found inside the battery compartment. The audio bolus button cover was found to be damaged but still responsive. The pump case was removed and no intermittent conditions or moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.